Event description:
It was reported that during a lung resection procedure the staples were not completely shaped after the device was fired. The procedure was completed with a like device. There was no patient consequence.